Event description:
Omnipod insulin pod and pdm -personal diabetes manager which is hand-held- failed to establish communication link after pod had successfully primed, was attached to user and pod cannula had been deployed into user. Time of failure was prior to completion of the attachment protocol - a few seconds after pod had completed, its deployment of the insulin cannula for which the pod did receive a signal as the cannula successfully deployed. At no time did pod produce an audible alarm. Pdm-pod communication link could not be reestablished and pod had to be deactivated. Dates of use: (B)(6) 2011. Event abated after use stopped or dose reduced: yes.